Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain") in an adult female patient who had essure (batch no. 910515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle/severe cramping") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced blister ("skin rash/rashes or skin conditions type: had blister outbreaks on both hands"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vomiting ("vomit"). The patient was treated with surgery (surgery to remove the essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the blister, fatigue and vomiting outcome was unknown. The reporter considered abdominal pain, blister, dysmenorrhoea, fatigue, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe pelvic pain") in a female patient who had essure (batch no. 910515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful menstrual cycle/severe cramping") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced blister ("skin rash/rashes or skin conditions type: had blister outbreaks on both hands"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vomiting ("vomit"). The patient was treated with surgery (surgery to remove the essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the blister, fatigue and vomiting outcome was unknown. The reporter considered abdominal pain, blister, dysmenorrhoea, fatigue, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received: her demographic details were updated. Essure lot number added. Reporter added. Event pt updated: skin rash/rashes or skin conditions type: had blister outbreaks on both hands. Events added: dysmenorrhea (cramping), fatigue, abdominal pain and vomit. Event severity added for: abdominal pain. Event onset date were added. Event outcome added for: pain / severe pelvic pain , dysmenorrhea (cramping) and abdominal pain. Event clubbed: dysmenorrhea (cramping)/painful menstrual cycle/severe cramping. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.